Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the returned product noted blood visible in the guide wire lumen, on the shaft and balloon, consistent with handling and suggests the stent delivery system (sds) was at least partially advanced over a guide wire. The stent implant was dislodged from the balloon and located on the shaft, proximal to the proximal marker, confirming the reported dislodgement. There was a flared strut on the first row at the proximal end of the stent implant. Crimp marks were visible on the tightly folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. There was balloon peeling 4 mm distal to the proximal marker and over the distal end of the distal marker. There was a bend in the hypotube 41 cm distal to the strain relief tubing. Since this damage was not reported in the incident information, the bend in the hypotube may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. This damage does not appear to be related to or have contributed to the reported stent damage. The stent outer diameters were measured and met manufacturing criteria. Potential factors that can contribute to stent dislodgement outside the body prior to use may include, but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during preparation of the sds, negative pressure during sheath removal, forced sheath removal, or handling of the stent during device preparation. It is possible the stent was inadvertently handled during preparation for use, resulting in the stent dislodging proximally on the balloon. Additional handling may have contributed to the noted stent damage and balloon peeling as there was no damage noted to the stent or balloon during removal of the protective sheath. To help ensure that the balloon shredding is not a result of a manufacturing deficiency, all sds are visually inspected for balloon shredding. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. A conclusive cause for the reported stent dislodgement could not be determined. All stent delivery systems are 100% visually inspected online for stent placement. Additionally, a sampling of units is destructively tested to verify stent dislodgement force.

Event description:
It was reported that the stent dislodged during preparation, prior to insertion into the patient. Another xience 2.5 x 12 mm was selected and used to sucessfully treat the patient. No additional information was provided.